Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization and intervention required for fever, elevated c-reactive protein upto 120 mg/ml, swelling of the knee joint and pain of the knee. Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2015: based on the follow up information received, the role of synvisc one cannot be excluded for the event of increased c-reactive protein and fever. Since it is unknown whether the therapy with synvisc one injections was completed, definitive etiology for the event could not be explained. Also, due to lack of information regarding concomitant medications a complete medical assessment cannot be concluded sanofi company comment dated (B)(4) 2015: this is an initial case concerning a patient of unspecified demographics who developed fever after receiving treatment with synvisc for an unknown indication. Since the patient experienced the event after the second synvisc injection and it was unknown whether the therapy with synvisc injections was completed, the product and the event are related temporally; therefore the causal role of synvisc cannot be completely excluded for the event. Also, due to lack of information regarding concomitant medications, underlying concurrent medical conditions and clinical course of the event, the definitive etiology for the event could not be explained.

Event description:
Based upon additional information received on (B)(4) 2015, the name of the suspect was updated from synvisc to synvisc one. This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult female patient (age not provided) who experienced swelling of the knee joint, fever, elevated c-reactive protein up to 120 mg/ml, pain of the knee and whose joint was punctured after receiving treatment with synvisc one. The patient had a medical history of type 2 diabetes, hypertonia and hypercholesterolemia. No past drugs, concomitant medications or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiration date, not reported) into right knee for arthrosis of right knee. On (B)(6) 2015, the patient experienced swelling of knee joint and pain of the knee. On (B)(6) 2015, 2 days after the injection, the patient started to suffer from fever, which was still ongoing. On (B)(6) 2015, the patient was hospitalized and her knee was punctured the same day. It was reported that bacterial culture and crystals were negative, the c-reactive protein (crp) value was 70 mg/l (reference value under 3 mg/l) the same day. It was further reported that cefuroxime sodium (zinacef) intravenous infusion was initiated anyway and the c-reactive protein value continued rising up to 120 mg/l during the treatment. It was reported that the antibiotic was discontinued because the bacterial culture remained negative. The fever and pain had been ongoing. On an unknown date, during the weekend, the physician on duty restarted cefuroxime sodium. It was reported that the patient's knee was re-punctured, and the bacterial culture remained negative. On (B)(6) 2015 the c-reactive protein was decreasing with value being 79 mg/l. Action taken: unknown outcome: not recovered for fever, elevated c-reactive protein upto 120 mg/ml, swelling of the knee joint and pain of the knee and unknown for joint was punctured the same day. It was reported that bacterial culture and crystals were negative, the c-reactive protein (crp) value was 70 mg/1 (reference value under 3 mg/l) the same day. It was further reported that cefuroxime sodium (zinacef) intravenous infusion was initiated anyway and the c-reactive protein value continued rising up to 120 mg/1 during the treatment. It was reported that the antibiotic was discontinued because the bacterial culture remained negative. The fever and pain had been ongoing. On an unknown date, during the weekend, the physician on duty restarted cefuroxime sodium. It was reported that the patient's knee was re-punctured, and the bacterial culture remained negative. On (B)(6) 2015 the c-reactive protein was decreasing with value being 79 mg/1. Action taken: unknown. Outcome: not recovered for fever elevated c-reactive protein up to 120 mg/m1, swelling of the knee joint and pain of the knee and unknown for joint was punctured. Additional information was received on (B)(4) 2015 (also on (B)(4) 2015 and both the information were processed together with clock start date of (B)(4) 2015). The patient's gender and age group were added. The name of the suspect was updated from synvisc to synvisc one. The events of elevated c-reactive protein upto 120 mg/ml, pain of the knee and joint was punctured were added with details. The medical history of the patient was added. The location of the injection was updated from unspecified knee to right knee and the indication was added. It was confirmed that synvisc one was not injected twice as initially reported. The start dates for the events of fever and swelling of the knee joint were added and their corrective treatments were updated. The start date of hospitalization was added. The ID number for the product event was added. Clinical course was updated and text amended accordingly.